Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# va0hxu3, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the device was powered off and they were not being able to adjust stimulation. The patient reported a loss of therapeutic effect and the symptom had returned in the past week prior to the call. It was indicated that patient saw their health care provider last week and the next day she started having bladder issues. It was verified that the therapy was off with no lightning bolt. The patient had no idea for how long the therapy was off. The patient thought she had a bladder infection for the past week. The patient was assisted in turning the therapy on and she was able to increase stimulation. It was later reported on 2014 (B)(6) that patient was still having concerns regarding their device or therapy but was working with the manufacturer representative. The patient appointment was reported as pending. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.